Manufacturer narrative:
It was reported that the ventilator failed the internal leakage, pressure transducer and flow transducer tests during pre-use check. The field service engineer found water droplets in the air gas module and replaced it. It was discovered that the water came from the connected compressor. No further information has been received and no part was returned for investigation. If the air gas module contains water, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. The most probable source of moisture/water into the air gas module is moist air from the hospital's external compressor. In this case was the connected compressor confirmed to be the problem by the service engineer. According to the user's manual, maximum levels of water (h2o < 7 g/m3) in the supplied gases to the ventilator must not be exceeded.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).